Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that excessive condensation was observed in two rt330 optiflow junior tubings during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the two complaint rt330 optiflow junior tubing kits were returned to fph in (B)(4) for inspection. The electrical resistance of the inspiratory heaterwires was tested using a calibrated multimeter. The returned devices were also performance tested to replicate the reported excessive condensation by placing them under an infant warmer for five hours. The temperature was independently monitored during this period. Results: the electrical resistance test showed that the heaterwires was within specification. No condensation was observed in the inspiratory limbs during the performance test. A lot check revealed no other complaints of this nature for lot number 131002. Conclusion: no fault was found with the returned devices. The reported excessive condensation was not replicated during the performance test. We are therefore unable to determine what may have caused the problem experienced by the hospital; however, it is possible that the reported fault was influenced by environmental conditions. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. The rt330 optiflow junior tubing kit is intended to deliver humidified respiratory gases to infant patients. It is designed for use with low/high flow oxygen therapy with nasal cannula and therefore does not need an expiratory limb. The circuit is designed to deliver significant reduction in condensate. Our user instructions that accompany the rt330 optiflow junior tubing kit illustrate the correct set-up and also state the following: "check all connections, caps and/or plugs are tight before use." "Patient monitoring is recommended." "When mounting a humidifier adjacent to a patient ensure that the humidifier is always positioned lower than the patient."